Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s family member reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019 with unknown blood glucose. The customer stated that insulin pump was not working. The customer was treated with insulin drip. The customer was unable to troubleshoot because they did not have insulin pump with them. The insulin pump will not be returned for analysis.